Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an audible alarm. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem with audible alarm was verified during power on self-test as primary audible alarm appeared and disappeared when turned on again. The issue is intermittent and unable to determine the cause. Replaced speaker as a preventive measure. As an additional finding, found alarm loudness level is at level 1 and device has software version 1.6.1. Upgraded software and changed alarm loudness level to 2.